Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had loss of capture and exhibited high pacing threshold. Boston scientific technical services (ts) discussed possible lead movement and the physician said there was a large current injury with the lead placement. The physician has decided to wait a couple of days and monitor patient before repositioning the lead. Additional information indicated that there were couple of presenting electrogram (egms) that showed lost of capture. Moreover, field representative reviewed readings and did showed that the patient had several patient initiated interrogation (pii) that showed loss of capture (loc). This rv lead remains in service. No additional adverse patient effects were reported.